Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
The customer complained that on one occasion a patient was injured whilst getting off the examination table, and thereby cutting his lower leg at a cover of the table. The patient's injured lower leg required several stitches.

Manufacturer narrative:
The examination table from the x-ray system is motorized and can be moved up and down for more patient and operator comfort. The mechanics and electronics is protected with different covers. The philips healthcare field service engineer has investigated at site. The cover that caused the injury was bent down at a slight angle and looked worn. The doctor stated that the condition of the patients leg was also a contributing factor, as his legs were swollen and the skin was extremely thin and easily cut. (B)(6).

Event description:
The customer complained that on one occasion a patient was injured while getting off the examination table, and thereby cutting his lower leg at a cover of the table. The patient's injured lower leg required several stitches.